Event description:
Pt reported obtaining back-to-back blood glucose results of 30 mg/dl and 506 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these results. Quality control testing had not been performed on the system. At the time of the report, pt no longer had the test strips in use at the time of the discrepant results.